Manufacturer narrative:
Medical device lot #: 6243859 . Medical device expiration date: 02/28/2018 . Device manufacture date: 08/30/2016 initial reporter phone#: (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® barricor¿ lh plasma blood collection tubes has a clot flag error.

Manufacturer narrative:
Date received by manufacturer is corrected to 03/09/2017.